Manufacturer narrative:
There is insufficient information to perform an investigation.

Event description:
Fallen apart inside me- tampon [device breakage]. Case narrative: consumer reported via email that the tampon fell apart inside of her. No injury was reported.